Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air water tube and air water cylinder had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found the following observations: there was no color on the air/water cylinder and suction cylinder. There was a scratch on the plug unit and universal cord. The upward/downward angulation control knob had corrosion, forceps channel port is shaved, scope connector cover unit had a stain, light guide lens had a crack, and connecting tube has a wrinkle. Due to the wear of the forceps elevator lever, the upward/downward angulation control knob cannot be locked securely. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in air/water channels and cylinders could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device cleaning/reprocessing was information was reported or available, however, the issue was likely the result of insufficient cleaning/reprocess. The event may be detected by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.